Manufacturer narrative:
(B)(4). Final report. Additional information, including operative notes, x-rays, photos, whether the devices are available for return, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, patient activity and the device lot codes were requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The device lot codes were not provided and thus the relevant device manufacturing and sterilisation records could not be identified or reviewed. Based on the available information, no further investigation can be conducted and the root cause of the reported device loosening and metallosis could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information including; operative notes (primary and revision), x-rays, photos of the explanted devices, are the devices available for return, did the patient experience any trauma (falls etc.) Post-op, did the follow correct post-op protocol and activity level of the patient has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision of trinity liner and modular head after approximately 2 years 6 months due to pain. During surgery metallosis was identified in the joint by the surgeon.